Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 28mm mitral annuloplasty ring, it was explanted and replaced with a 32mm mitral annuloplasty ring of the same model. The reason for the replacement was reported as the surgeons decision to use a valve of larger size during the repair of the patient's native mitral valve. No additional adverse patient effects were reported.